Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the retainer ring of the reservoir compartment was missing. It fell off when the customer was trying to remove the reservoir from the insulin pump. The customer's blood glucose level was unknown. The insulin pump was not bumped or dropped. The customer declined a replacement because the right color of the insulin pump was not available. The device will not return for analysis.